Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer one was failed, and it was failed to recognize that it was closed. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 1 was failed and it was failed to recognize that it was closed. The field service engineer (fse) had resolved the issue by replacing the latch sensor on the drawer and restored proper functionality. The system functioned as intended after the field service engineer repaired the device.